Event description:
Report 4 of 5. It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, a veritor analyzer provided a negative group a strep result for one (1) patient sample. The user questioned the result as the patient was symptomatic and visually read the test cartridge. The same test cartridge was then reinserted into a different veritor analyzer which provided a positive group a strep result. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user confirmed that sample recollection was not performed. The patient was treated based on being symptomatic and no health impact or consequences were reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 24-jan-2026. H3: device eval by manufacturer?: yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4341666. The customer reported that they are receiving discrepant results. The initial read on the test cartridge was a negative result, however the user visually read the cartridge, believed it to be a positive result, and immediately re-inserted the cartridge into a different analyzer which garnered a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received and functionally tested. The results were passing and acceptable. The reported issue was unable to be confirmed. Quality will continue to monitor for trends for discrepant results. There were no corrective actions taken at this time.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5. It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, a veritor analyzer provided a negative group a strep result for one (1) patient sample. The user questioned the result as the patient was symptomatic and visually read the test cartridge. The same test cartridge was then reinserted into a different veritor analyzer which provided a positive group a strep result. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user confirmed that sample recollection was not performed. The patient was treated based on being symptomatic and no health impact or consequences were reported.